Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The customer reported that the touch screen of the device didn't work and no endoscopic image was displayed on the monitor during preparation for use. Olympus' on-site visit confirmed the reported issues and also found that the monitor displayed color bars. The user replaced the device to another device to complete the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and there was no abnormality of the device. Record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon was occurred due to the device did not work properly temporarily by some cause.